Manufacturer narrative:
The device was returned to (B)(4) for evaluation. The evaluation of the device confirmed the followings; defect of the cable and charge-coupled device (ccd) unit was noted. The reported event was caused by the defect of the cable. The camera head of the device and the connector ar-t12e located between the camera head and scope were stuck together and were difficult to remove. As a result of removing them, a part of the ccd was stuck to the camera head. The manufacturing history (DHR) confirmed no irregularity. Omsc guessed that the defect of the cable was caused by the excessive stress. If additional information becomes available, this report will be supplemented.

Event description:
The endoscopic image was flickering. There was no report of patient injury associated with this event.